Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with an alert for hv lead impedance greater than the upper limit. The alert was triggered by a routine out-of-clinic measurement. The svc-can and rv-can vectors appeared to be acutely elevated. A possibility of pocket condition or dryness influencing the measurements was noted. It was suggested performing defibrillation threshold testing to confirm efficacy.